Event description:
It was reported to vyaire medical that the sipap ventilator has constant blender alarm ( a stuck blender alarm poppet). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed the reported issue blender alarm stuck. The blender was removed and checked. Error found blender is defective and required maintenance. As a resolution, performed blender maintenance and 5 year maintenance. The software was updated. Device was calibrated and checked. Electrical safety test was performed.